Event description:
Terumo medical corporation received the following information: it was reported that when assembling the insertion sheath and the locator, it was found that the insertion sheath was kinked. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. Puncture site and vessel diameter are unknown. Procedure performed was hemostasis. The event was pre-operative therefore no patient injury or blood loss. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: a2: age & date of birth: a3a: sex: a4: weight: a5: ethnicity: a6: race: d6a: d6b: the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.